Event description:
"Intra-aortic balloon pump (iabp) in left groin. Initial assessment yielded that the waveform on machine was very inaccurate. Augmented pressure 87-90 and patient on levophed 10 mcg/kg/min. Trouble-shooting revealed that the fiberoptic sensor inside iabp has failed and the iabp was now sensing off the pressure line with transducer, which happened to be clotted off with blood and not patient. We were able to call a perfusionist over to help us and he was able to de-clot the line. Once we did we got and accurate arterial bp with the iabp on standby and it revealed the patient's bp to be 200/105. We started the iabp back up and the augmented pressure was 190s. Levophed immediately shut off. Pressure returned to a more normal value. Levophed remained off." Iabp discontinued on the 3rd day from the day of insertion. Patient was not being moved when incident occurred. We think the fiber optic was being used since it was the plugged in. The usual pressure tubing was being used. There was oddly no alarms. There was no new iab inserted, perfusionist called and thought the arterial line was occluded so he placed pump on standby, aspirated blood, flushed the arterial line and then restarted the pump. Left femoral insertion site. Not sure about the condition of aorta but this was a patient in 50s. Iabp catheter is being returned to check the fiberoptic, since the perfusionist believes it failed.